Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient is alleging that his records are incorrect on his pump. Patient stated he tested his blood glucose level this morning with a reading of 282 mg/dl at 7:43 am. Patient reported after inputting his carb, bolus advice given was 5.3 units. Patient stated after selecting standard as the bolus type and confirming delivery on the pump, the meter screen went back to the main screen and he did not see it count down on the meter or hear the delivery of insulin. Patient does not believe he received his 5.3 units of insulin. Patient reported two hours after the reading, he tested again and had a result of 252 mg/dl after exercise and no eating. Patient stated he expected his blood glucose level to be in normal range of <200 mg/dl. Verified on both the pump and the meter that delivery of 5.3 units of insulin occurred. No adverse event reported. Requested return of the pump, cartridge, adapter, and infusion set for evaluation.